Event description:
The affiliate reported the customer alleged low total bilirubin result, for one patient, involving the unicel dxc 600i synchron access clinical system. The customer obtained an initial low result of 0.00 umol/l. Subsequent analysis of the patient sample, on an alternate instrument, recovered a higher result of 8.6 umol/l, which was reported to the physician. The erroneously low result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer stated controls were within range at the time of the event but recovered low after the event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the photometer and resolved the issue. The fse incidentally washed all the cuvettes. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. Photometer.